Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor saline breast implants and experienced bilateral neoplasm malignant postoperatively. Since the patient lost her mentor card, she reached out to mentor to find out her current implant information. The patient states that she is planning to undergo double mastectomy due to cancer. However, at the time of this report, mentor has received no information regarding an expected explantation date. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted. The implantation date was estimated as (B)(6) 2006 based on available information. This report is for the left-sided prosthesis.